Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No patient injury was reported. No information has been provided to date.

Event description:
It was reported that an error code occurred and the lens was foggy.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that all tamper seals were intact upon receipt. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as a capacitor had a broken wire and the lens was damaged. Root cause of the reported event is unknown, but a broken wire was found on the back-up capacitor. Recommended that the back-up capacitor and lens be replaced. Product is beyond 22 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous 5 years and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6400, h4: correction: device manufacture date: 12/20/2000.